Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing open electrode. The recipient is presenting with sound quality issues, discomfort and pain. Device testing results were within normal limits. The recipient is a non-user due to pain and discomfort. The recipient is scheduled for revision surgery.

Manufacturer narrative:
Additional information: b3, d6b & h6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.